Event description:
A report was received that the patient had to charge her ipg frequently as it was not holding its charge. The ipg database analysis revealed no signs of premature battery depletion. The patient will undergo a pocket revision.

Event description:
A report was received that the patient had to charge her ipg frequently as it was not holding its charge. The ipg database analysis revealed no signs of premature battery depletion. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement and the patient was doing well following the procedure.

Event description:
A report was received that the patient had to charge her ipg frequently as it was not holding its charge. The ipg database analysis revealed no signs of premature battery depletion. The patient will undergo a pocket revision.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg battery had been depleting prematurely at some point after the implant. Troubleshooting to specific component level was impossible since both analog/digital ics are covered in the epoxy resin top. The root cause of the device damage could not be determined.